Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.